Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was unknown. The customer stated her pump had been running high lately and she also had no delivery alarms from the pump. The customer stated that when she tried to give herself a bolus, she will get to 2.0 units and it will alarm no delivery. The customer stated that the alarm was resolved by an infusion set change. The customer stated that she got back on the pump in august when she got out of jail. The customer did not want to return the set and reservoir for analysis. The customer was advised to call back when the alarm occurs.